Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that they experienced lack of suction (prior to laser firing) with an intralase patient interface (pi). It was reported that patient was converted to photorefractive keratectomy. The procedure was completed successfully.